Event description:
It was reported the insulin pump was not delivering insulin properly and wants to get a replacement device. Customer's blood glucose was 3.7mmol/l. Troubleshooting was performed and device was working as designed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.